Manufacturer narrative:
(B)(4). Lot number 13e032 was manufactured may 14, 2013 - may 15, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the device was received for evaluation. Visual inspection and leak testing was performed. After the device was filled for the leak testing, a leak was observed at the welded area of the volume indicator port located inside the infusors' housing. No evidence of a leak was identified at the fill port; however a leak condition was confirmed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a basal bolus infusor experienced backflow from the filling port. This was observed during filling with an unknown drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). After the device was filled for the leak testing, there was no evidence of a leak at the fill port. The reported condition of leak at the fill port was not confirmed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.